Event description:
Premature battery depletion of the device was reported. It was noted that the patient was seen five months prior and the battery voltage was fine. But currently the device is at eol (end of life). The device will be removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance occurred, leading to elective replacement indicator (eri). Eri due to high battery impedance was logged on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2011.

Manufacturer narrative:
Product summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.